Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during attempted implant, this right atrial lead exhibited helix extension issues as well as, high out of range pacing impedances and noise. The physician reported resistance during rotation, which ultimately disappeared, at which time the measurements were poor and an internal conductor fracture was then suspected. The lead was removed and is intended to be returned for analysis. No resulting adverse patient effects were reported.